Manufacturer narrative:
(B)(4). This is a reusable OEM device; a serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. No blood was detected, though signs of clinical use could be observed. The device was received in a coiled position, with no visible damage or defects detected. An electrical evaluation was conducted. The device was connected to a power source to test the cord's ability to deliver energy to the hp1 harvester device. The power source was set to 2.5 according to specifications. The cord was then connected to a control hp1 harvester. The hp1 harvester was then applied to a wet gauze, and the toggle was manipulated several times in efforts to produce evidence of power. There was no visible smoke, or evidence of heat/power present in the hp1 harvester device at any point during the investigation. Based on the results of the investigation, the reported failure "electrical issue" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.